Manufacturer narrative:
Upon visual inspection, it was found that the implant had general signs of usage. The inspection did not identify a manufacturing deviation that would have contributed to this event. The review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. Irradiation certificate has been reviewed and no non-conformities were found. A definitive cause could not be determined. (B)(4).

Event description:
The dentist reported that the patient came into the office with the implant that was placed in tooth site #27, in hand (failed to integrate). The patient stated that he may have had a sensitivity to titanium in the past and that may have been the source of the failure. No medications were prescribed and the patient has not experienced any further issues with the potential titanium sensitivity/allergy.